Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: covering rn notified pharmacy of need for new bag of bicarb. Pharmacy stated this was too early, new bag hung at 1030 and rate of 125ml/hr (1l bag). Rn checked pump, rate was correct, but rn noticed that fluid seemed to be free flowing. Pump stopped, tubing and pump sequestered. No injury reported.